Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous mid lad lesion exhibiting 90% stenosis. No damage to device packaging and no issues removing the device from the hoop. There were no issues removing the protective sheath. The device was not inspected post sheath removal, negative prep was performed with no issues noted. The lesion was pre-dilated. During the procedure, the stent did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. The stent was reported to have dislodged within the medtronic guide catheter. The entire system was removed from the patient. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.